Event description:
Healthcare professional reported right exchange with no complaint against device. Device was explanted. Healthcare professional later reported right side deflation.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right exchange with no complaint against device. Device was explanted. Healthcare professional later reported right side deflation.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation: not observed openings on the device. Additional observations: ¿ no other observations observed on the device.